Event description:
Complete descemet's detachment reported as occurring during ab-interno canaloplasty which required an air bubble and cornea referral. Surgeon stated an additional procedure may be needed. Surgical details provided indicate 56 clicks of ovd was delivered during catheter retraction only, routine click rate was administered, no obvious source of descemet's detachment was identified by the user.